Event description:
The tech alleged that the head section of the bed will drift down slowly. No pt impact.

Manufacturer narrative:
The tech adjusted the cardiopulmonary resuscitation lever to resolve the issue.